Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2022-00031: a facility reported that the mayfield modified skull clamp (a1059) slipped before being placed on a patient. No surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - complaint confirmed via inspection of the unit. The index knob was loose and not holding the lock. Unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and the lock will need new components added to replace worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. General maintenance and cleaning required. New components were added to replace worn internal parts. Heli-coils added to large starburst threads. Root cause - complaint confirmed via inspection of the unit. The index knob was loose and not holding the lock. This unit is beyond integra¿s 7 years recommended life cycle (manufactured 2006). Probable root cause is routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. This unit is beyond integra¿s 7 years recommended life cycle (manufactured 2006).